Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva needle pierced the catheter. The following information was provided by the initial reporter: description of the issue - IV was inserted into a patient with healthy veins. When the nurse removed the needle portion the catheter came out with it along side the needle. It appears on my evaluation that the needle passed through the side of the catheter at some point and both were inserted parallel to each other. Date of the event (if known) (B)(6)2025. Any adverse events resulting from this concern - other than unsuccessful IV start no. No adverse events.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle passed through the side of the IV catheter tubing was confirmed and the cause appeared to be associated with use. One 20g nexiva device from lot 4242210 was provided for investigation. The needle was protruding through the side of the catheter tubing near the catheter adapter. The section of catheter tubing between the puncture site and the catheter tip contained what appeared to be blood residue, which indicates that the needle and IV catheter tubing likely accessed the vessel. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." No defects associated with the manufacturing process were identified on the returned sample. A review of our production records did not find any quality issues during the production of this batch. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.